Manufacturer narrative:
Conclusion: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted the valve after seeing regurgitation under tee. The echocardiography strongly suggests the heart was not fully filled; thereby causing a distortion of the valve and incomplete coaptation which appeared as regurgitation. Had the patient been fully off bypass and the heart fully filled, the device most likely would not have exhibited regurgitation after administration of protamine.

Manufacturer narrative:
Additional information was provided that the device is not available for return and evaluation. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without the additional event information or return of the device for evaluation, we are unable to determine the root cause for explant of this device.

Event description:
As reported, after implant of a model 7300tfx-31mm valve by mini thoracotomy approach, it was observed a central leak that required valve explantation. Through follow up with the surgeon, it was learned the procedure was mis (minimally invasive surgery), and the patient had a bad ventricle. The valve was inspected [prior to implant] as it seemed normal and during implant there was no suture loop observed. However, the patient was off pump when the valve was inspected and regurgitation was observed. The doctor put the patient back on bypass to explant and replace the valve.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided. Device is to be returned for evaluation.